Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges incorrect components when using kit grp a strep 30 test veritor (material#: 256040), batch number 5071160. The customer reported that they received a kit that had the incorrect qc swabs. The kit had veritor covid/flu qc swabs instead of the expected strep a positive and negative qc swabs. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) and retain sample review were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. Quality will continue to monitor for trends for incorrect components. There were no corrective actions taken at this time.

Event description:
It was reported after opening one (1) bd veritor¿ system for rapid detection of group a strep clia-waived kit, the contents included veritor covid/flu qc swabs instead of the expected group a strep positive and negative qc swabs. The customer confirmed the kit was sealed upon receipt. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after opening one (1) bd veritor¿ system for rapid detection of group a strep clia-waived kit, the contents included veritor covid/flu qc swabs instead of the expected group a strep positive and negative qc swabs. The customer confirmed the kit was sealed upon receipt. There were no health impact or consequences reported.